Event description:
It was reported to boston scientific corporation that a c.r.e. Balloon device was used during a procedure. The balloon would not inflate inside the patient. They could see that it did not inflate when it came out of the scope.

Manufacturer narrative:
The complaint sample was returned for evaluation and the complaint description was confirmed. The product analysis noted that the returned balloon was torn longitudinally. The root cause of the complaint could not be determined definitively, however the most probable root cause is balloon burst due to contact with a sharp exterior source such as a calcified lesion. Balloons have certain design limitations when in contact with sharp objects, due to thickness of the balloon membrane, and therefore this complaint will be classified as operation context. A review of the device history record showed no anomalies.